Event description:
The patient presented to the emergency department 5 days prior to the procedure with nausea, vomiting, headache, blurred vision, dizziness, and left sided weakness for one week. The diagnostic cerebral angiogram revealed a 98% stenosis of the distal left vertebral artery with an irregularity proximal to the stenosis consistent with dissection. The left vertebral artery was dominant in size with the right vertebral artery being significantly smaller in size. The patient suffered a subarachnoid hemorrhage post stent placement. Cerebral blood flow ceased 24 hours post procedure and the patient expired one day following the procedure. The physician reported no alleged malfunction with the function of the stent and that he does not believe the stent is related to the patient's death.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented to the emergency department 5 days prior to the procedure with nausea, vomiting, headache, blurred vision, dizziness, and left sided weakness for one week. The diagnostic cerebral angiogram revealed a 98% stenosis of the distal left vertebral artery with an irregularity proximal to the stenosis consistent with dissection. The left vertebral artery was dominant in size with the right vertebral artery being significantly smaller in size. The patient suffered a subarachnoid hemorrhage post stent placement. Cerebral blood flow ceased 24 hours post procedure, and the patient expired one day following the procedure. The physician reported no alleged malfunction with the function of the stent and that he does not believe the stent is related to the patient's death.